Event description:
Customer reportedly obtained results of 220mg/dl and 104mg/dl on the same device within 10 mins. No action was reportedly taken based on device results. No adverse event reported. No qc were used. Requested return of suspect device and replacement was sent.